Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer declined to complete troubleshooting for this issue and cause of occlusion could not be confirmed. Reportedly, issue resolved and customer successfully resumed insulin therapy. Customer's blood glucose level was 378 mg/dl.